Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing and review of the device data logs confirmed the reported system fault 191 and also revealed the single occurrence of system fault 218. Based on all available evidence and complaint investigations of a similar nature, the reported system fault 191 was due to an outlet flow sensor issue and the system fault 218 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) indicating a loss of communication with the outlet flow sensor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) indicating a loss of communication with the outlet flow sensor. There was no patient injury reported as a result of this incident.